Event description:
Event description guidant received information that the implanted lead was observed to have loss of capture and an increase in impedances. The lead was explanted approximately one month post implant. A new lead was successfully implanted.